Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Add¿l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: the pt states that he has been experiencing left hip pain and swelling periodically since the time of his surgery. The pt had bilateral hip implant surgeries. He states that the pt is the same on both sides; however, the problems in his left hip are more intense than his right. He reports pain that goes from the back of his hip and down the side of his leg. This pain has become constant over the past two weeks. The patient also reports that for the past few months, he has experienced daily swelling in the hips. The swelling occurs regardless of his activity level. The pt also says that he cannot lie on his left side at all because of the intense pain.